Event description:
On 2nd day of admission, pt started on pca dilaudid approx at approx 3:40pm. At 6:30pm, pt found in room, pt blue. Code called. During code pt given narcan after pca was disconnected. Pt came around, complained of nausea following code but no signs of anoxia. Unsure of volume of dilaudid given to the pt. According to the unit's nurse mgr, it appears that the pump was set correctly, but that the pt got 3-4 times the dose they should have received.